Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The calcification of the sapien 3 ultra valve was confirmed based on the provided medical records. Available information suggests patient factors likely contributed to the event as medical records noted a history of hyperlipidemia, diabetes mellitus type ii, and chronic kidney disease. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on the medical record received. The following sections of this report have been updated: additional history added to b7, and additional code added to h6 type of investigation. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, the patient underwent valve in valve procedure approximately 4 years and 3 months post implant of a 26mm sapien 3 ultra (s3u) valve in the aortic position. The patient was admitted to the hospital with chest pain and decompensated heart failure. The patient is getting a pet considering their history of bacteremia which resulted in pacemaker lead extraction and to rule out recurrent infection. Tee stated that there is structural valve deterioration with moderate-to severe-transvalvular aortic regurgitation. There is no significant prosthetic stenosis. Tee did not mention anything regarding vegetation or possible endocarditis. CT was reviewed by an edwards lifesciences proctor. Per proctor feedback, there is mild calcification in one of the prosthetic leaflets near the commissure. The s3u valve is under expanded in the mid frame. Bottom and top of the s3u look well expanded. The patient underwent valve in valve procedure at a separate hospital. A 26mm sapien 3 ultra resilia was successfully placed to treat the failing valve.